Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a field service engineer (fse) was dispatched on 14 june 2016. The fse found that the incubator needed to be cleaned and the pickup arm needed to be adjusted. The engineer completed the cleaning and adjustment then verified by running the daily check which the fse reported passed. The aia-600ii was working as intended. No further action required by fse. The probable cause of the event was a misaligned pickup arm

Event description:
On (B)(6) 2016 a customer reported rotor errors with their aia-600ii analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting fsh and lhii patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.